Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report. The device has no UDI as a UDI was not required at the time the device was manufactured.

Event description:
It was reported that the user discovered fire on the unit which it was located in a room where the device was not in use. The fire had to be extinguished. The device was reportedly probably switched on and connected to electrical power even if it was not in use. In addition, the oxygen hose was connected to the side panel and the related flowmeter was a little bit open. It was reported that no patient or user was harmed.

Manufacturer narrative:
The affected device, babytherm 8010, sn: (B)(6) was manufactured in november 2000. It was equipped with a heated mattress and the photo therapy option. The device has been covered by draeger service since 2023; the last maintenance was performed in november 2023. The investigation was based on information as made available including pictures and information as additionally provided on request. Other cases involving a babytherm device as reported from the field in the context of fire were considered additionally to identify a possible root cause of the fire. The affected device was stored in a separated utility room without a patient when the event occurred. It was reported that the device was very likely switched on, but the detailed operating settings are unknown. Reportedly, an oxygen hose was connected to the side panel of the device and the related flowmeter was a little bit open. As a device used for the thermoregulation of patients, the babytherm device has various heating sources. During the investigation, the probability was evaluated that a malfunction of one of these heating sources caused or contributed to the event. Each heat source was evaluated individually. Since the respective heating source was either not active (photo therapy) or, if at all, operating at a reduce power level (radiant heater) or per design only providing moderate temperature (heated mattress), the probability was rated very low that a malfunction of the device or one of its components had caused the reported event. The device is designed to meet the (B)(4) standard for basic safety and essential performance of medical electrical equipment and the risk of fire is minimized; relevant parts are made of materials which are classified as ul 94 v-0. In general, though, it could not be excluded that an increased oxygen concentration caused by a leakage next to the device, burnable material on e.g., the radiant heater and/or a high amount of dust or other foreign material caused or contributed to the event. The current case was assessed as singular case. The number of similar cases, related to the same issue, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the user discovered fire on the unit which it was located in a room where the device was not in use. The fire had to be extinguished. The device was reportedly probably switched on and connected to electrical power even if it was not in use. In addition, the oxygen hose was connected to the side panel and the related flowmeter was a little bit open. It was reported that no patient or user was harmed. The device has no UDI as an UDI was not required at the time the device was manufactured.